Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Customer indicated the relion confirm strips were giving inaccurate readings. Caller emailed the following: I received several different error messages. I had to go looking for the manual to look them up. I can't remember at this moment what they all were. After I wrote to you about it I continued to get an abnormal number of error codes and suspicious results (like 136, immediately retest and get 79. Thank goodness I did not inject insulin but retested! The first time this happened, before I realized the batch was not trustworthy, I did inject insulin, then thought to retest and had to quickly ingest glucose and wait up all night testing every hour -- wasting even more strips, but afraid to sleep in case I went hypoglycemic.) Prior to this batch of strips I had never had a hypo incident, but during this time I had several and have become really frightened. I am torn about "wasting" strips to retest, leaving high blood sugars unaddressed, or possibly dying from a hypo.